Event description:
It was reported that the patient experienced a post myocardial infarction left ventricular apical thrombus, which was noted on a pre -discharge echocardiogram four days post implant of the device and leads. Medications were prescribed. The system is still in use. The patient was enrolled in the post-myocardial infarction remodeling prevention therapy (prompt) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)